Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by stomach pain and cloudy effluent. Two days after onset, the pt went to the hospital and stayed for 6 hours and left hospital the same day. During hospital visit, the pt was diagnosed with bacterial peritonitis. According to the pt, the doctors told her that the peritonitis was caused by a bacteria on her hands that might have been passed when she touched the dialysis products. The pt was re-trained in how to clean her hands properly and how to use the jelly (unspecified) before dialysis therapy. Treatment included (date unspecified), ip (intraperitoneal) antibiotics (unspecified). Four days after hospital visit, the pt received her last dose of antibiotics. At the time of this report the pt was recovering from the peritonitis and dianeal therapy was ongoing with the same prescription. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.